Event description:
It was reported that during a device change out the right ventricular (rv) lead exhibited diminished r wave impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 7232cx implantable cardioverter defibrillator (ICD) implanted 2006 (B)(6). (B)(4).